Manufacturer narrative:
A review of the device history record cannot be completed as the device's serial# and lot# are unknown. Device return requested h3 other text : device not returned to manufacturer.

Event description:
Abrupt power off-unknown if infusion parameter were lost on (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.